Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. In addition, it was reported that touchscreen display had black portions on the screen. The customer's blood glucose level was 215 mg/dl.